Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided.

Event description:
It was reported that at 1314 a norepinephrine infusion was initiated at 0.02mcg/kg/min (1.2ml/hour). At 1315, the nurse increased the rate to 0.04mcg/kg/min (2.3ml/hour). At 1323 the device alarmed "pump chamber blocked". At 1330 the device alarmed "safety clamp open/close door alarm" and then 8 seconds later the device alarmed "door closed" and infusion restarted one second later. At 1331 the nurse noted that there was air in the tubing set and the infusion was stopped while troubleshooting for ail was performed by 2 nurses. A few minutes later the patient experienced a profound bradycardic event. The levophed was discontinued and removed from the room. The patient recovered from the event without requiring chest compressions; however further intervention was not disclosed by the customer.

Manufacturer narrative:
The customer¿s reported experience of pump chamber blocked was confirmed through a review of the event logs but not during testing. Functional testing consisted of pump chamber blocked testing was performed on the source pump module which found the device operating in specification. Results from a review of the pump module error log shows no recorded errors on the day of the event. The returned pump module demonstrated to be operating as intended. Based on test results, indicating no fault found with the device. Although the root cause was not definitively determined, the probable cause of the pump chamber blocked alarm was determined to be a midstream occlusion (tubing fused) in the pump chamber of the disposable set. The disposable set used during the reported event was not returned for analysis.

Event description:
It was reported that at 1314 a norepinephrine 16mg/250ml infusion was initiated at 0.02mcg/kg/min (1.2ml/hour) on an adult patient. At 1315, the nurse increased the rate to 0.04mcg/kg/min (2.3ml/hour). At 1323 the device alarmed "pump chamber blocked". At 1330 the device alarmed "safety clamp open/close door alarm" and then 8 seconds later the device alarmed "door closed" and infusion restarted one second later. At 1331 the nurse noted that there was air in the tubing set and the infusion was stopped. A few minutes later the patient experienced a profound bradycardic event. The levophed was discontinued and removed from the room. The patient recovered from the event without requiring chest compressions; further intervention was not disclosed by the customer. The customer further states that the levophed IV infusion bag was not empty, however it is assumed that the patient received an levophed over infusion.

Event description:
It was reported that at 1314 a norepinephrine 16mg/250ml infusion was initiated at 0.02mcg/kg/min (1.2ml/hour) on an adult patient. At 1315, the nurse increased the rate to 0.04mcg/kg/min (2.3ml/hour). At 1323 the device alarmed "pump chamber blocked". At 1330 the device alarmed "safety clamp open/close door alarm" and then 8 seconds later the device alarmed "door closed" and infusion restarted one second later. At 1331 the nurse noted that there was air in the tubing set and the infusion was stopped. A few minutes later the patient experienced a profound bradycardic event. The levophed was discontinued and removed from the room. The patient recovered from the event without requiring chest compressions; further intervention was not disclosed by the customer. The customer further states that the levophed IV infusion bag was not empty, however it is assumed that the patient received an levophed over infusion.

Manufacturer narrative:
Additional info: patient age and dob requested but not provided, however the customer stated that the patient was an adult patient.